Event description:
The device was used for end-to-end anastomosis during a right hemicolectomy procedure. Reportedly, the staples did not form properly. The surgeon resected the tissue at the application site and completed the procedure with another instrument. The hosp has reported the pt's condition is satisfactory